Manufacturer narrative:
Other relevant device(s) are: brand name: micra-delsys, model #: mc1vr01-delsys / expiration date: 14-jun-2022 / serial#: (B)(4), UDI #: (B)(4). Dev rtn to MFR? No> mfg date: 08-jan-2021 labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the delivery catheter, encapsulating the leadless ipg perforated the right ventricle, causing a tamponade. A pericardial effusion was confirmed and the patient also developed a ventricular arrhythmia. A thoracotomy was performed to treat the dissection. The leadless was attempted/not used. A new transvenous system was placed. No further patient complications have been reported as a result of this event.